Event description:
Procedure type: lap gastric bypass. Patient: female. According to this reporter: intra-operatively, seamguard stapler line reinforcement was used. Estimated blood loss 15ml, and liver biopsy was performed intra-op. One day post operatively gastrointestinal bleeding was noted as the patient had bloody bowel movement. The patient was given 1000ml blood transfusion. No staple line leak was observed, and no stricture. No re-operation was necessary. Hospital discharge in 2007.

Manufacturer narrative:
.